Event description:
During coiling treatment of the a-comm aneurysm with a nexus coil, it was reported the coil detached inside the catheter while advancing it and the coil migrated. The patient suffered a cerebral infarct and has developed a severe aphasia due to the coil migration in one branch of the left mca.

Manufacturer narrative:
The device involved in the event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.